Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacemaker exhibited low impedance within range on both the right atrial (ra) and right ventricular (rv) channels. Additionally, there was intermittent loss of capture (loc) at a later date. Technical services (ts) advised the potential causes and advised to continue to monitor for the impedance issue. The device was reprogrammed to address the loc issue. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced with an upgraded device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the pacemaker exhibited low impedance within range on both the right atrial (ra) and right ventricular (rv) channels. Additionally, there was intermittent loss of capture (loc) at a later date. Technical services (ts) advised the potential causes and advised to continue to monitor for the impedance issue. The device was reprogrammed to address the loc issue. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced with an upgraded device. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited low impedance within range on both the right atrial (ra) and right ventricular (rv) channels. Additionally, there was intermittent loss of capture (loc) at a later date. Technical services (ts) advised the potential causes and advised to continue to monitor for the impedance issue. The device was reprogrammed to address the loc issue. The device remains in use. No adverse patient effects were reported.